Event description:
Device 3 of 3. Ref MFR reports: 1627487-2012-02847 and 1627487-2012-02848. It was reported the pt experienced ineffective stimulation coverage and was reprogrammed several times without success. The physician decided to remove the pt's scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.